Manufacturer narrative:
(B)(4). Date sent: 12/7/2022. Additional information was requested and the following was obtained: apologies for the typo, it was meant to say har36 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the detached piece retrieved from the patient since it was detached inside of the patient?

Event description:
It was reported that during a liver resection the device broke inside patient.

Manufacturer narrative:
(B)(4). Event date: event year only reported: 2022. Batch #: unknown. Additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? Did the patient experience any adverse consequences due to this issue? That¿s the only information I received back from the surgeon- the white silicone casing on the top (jaws) of harmonic broke off inside patient during the procedure. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the tissue pad completely removed from the patient without additional intervention? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Pc-(B)(4). Date sent: 8/4/2023 an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. B9, h3, h6, h10 - device originally returned under this complaint did not belong to this complaint.